Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction 16 issue was verified, but the settings issues could not be verified.

Event description:
It was reported that malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 220 mg/dl.